Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, likely due to exposure to condensation, humidity, or water. There was no adverse impact to the customer's blood glucose level. Customer cleaned speaker holes, reconnected cartridge, and attempted to resume insulin, then loaded new cartridge when alarm recurred; after waiting two hours, customer successfully resumed insulin delivery, pump returned to normal operation, and technical support provided tips to prevent future altitude alarms, with no further follow up needed.